Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii devices did not deploy correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report numbers 2242352-2012-01148 and 2242352-2013-01221 for the related reports.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly was inside of the delivery device while the anchor tab was outside the delivery device. The seal was extended outside of the delivery device; it remained anchored to the tension spring assembly. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the evaluation results, the reported complaint was confirmed for premature deployment rather than failure to deploy. The results of our investigation and a copy of the IFU was provided to the customer. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).